Event description:
In this event it was reported that after use of a comfit easy breath mask, a doctor developed a rash on his face; no intervention was required.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and no issues were found. A DHR review was conducted with no discrepancies noted.